Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing lower insulin amount than caller anticipated despite proper cartridge preparation and no reuse or overfilling. There was no reported impact to the customer¿s blood glucose level. Technical support guided caller through filling and loading new cartridge, and caller declined suggested test bolus, chose to monitor pump performance, and planned to follow up if necessary.